Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record for lot number aa6144r01 was reviewed and the product was produced according to product specification. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
The physician reported three different incidents where the anchor popped off the gastropexy tube during placement while the patient was dilated. Two cook anchors were then placed without incident and no injury to the patient. No additional information provided.